Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site for a planned maintenance. Testing revealed the x-stage cover to be dented. The site refused replacement. No parts were replaced or returned for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a planned maintenance (pm) the x-stage cover was found to be severely dented. The site declined repair/replacement. This issue was noted outside of procedure and there was no patient present when this issue was observed.